Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 59 mg/dl. Reportedly, the cause was unknown; however customer was recently diagnosed with gastroparesis and experienced weight loss. Additionally, it was reported customer was overriding boluses. Bg was treated with intravenous glucose. Reportedly, customer left the ER 18 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.